Manufacturer narrative:
Four photos were received by our quality team for evaluation. It was observed that there is damage to the box and to the primary packaging; therefore, the reported incident could be verified. A device history record review found no non-conformances associated with this issue during production of this batch. Based on the quality team's investigation, the damage is related to transit. This conclusion is based online trials conducted in manufacturing to replicate the defect, which did not match the photographic evidence shared by the customer. A potential root cause is identified as improper handling of the master carton during transportation, which may have resulted in the blister damage. This complaint has been sent to the bd claims department.

Event description:
No additional information.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 3ml ll syringe only mx bun package was damaged / defective / other. The following information was provided by the initial reporter: on saturday, the 5th, bd fac- 9019318943 arrived, and the box was damaged. Upon inspection, we found syringes with broken packaging for the 3 ml syringe without a needle, batch number 3318616. Code: 302545 descriptions: 3 ml syringe. S/a c/100 pcs. Bd presentation: 1 box with 100 pieces batch: 3318616 expiration date: 10/2028 invoice: 9019318943.